Event description:
It was reported the actual residual volume (avr) was greater than the expected residual volume (erv). The patient reported that the hcp did a "pump flow test" as a routine part of the pump patients. A dye study was done and the patient reported that the dye goes up to the catheter but they couldn't get it to "back out". It was noted that the hcp told the patient that the catheter may be pinched and it was recommended that the catheter be replaced. The patient expressed concern that the hcp wants to remove the pump because they do not believe in the pump. The patient does not have insurance and was being seen at the vamc. The pump was used to deliver hydromorphone, clonidine, bupivacaine and baclofen.

Event description:
It had previously been reported the catheter was either ¿broken¿ or ¿pinched¿.

Event description:
Additional information: it was reported that patient experienced non-acute decreased efficacy. The cause of the event remained an unknown catheter issue. There was a failure of side port aspiration to verify patency. The patient outcome at the time of the report was no injury.

Event description:
This event was also reported under manufacturer report #3004209178-2013-12443 [it was reported that the health care provider (hcp) was unable to aspirate drug from the catheter access port (cap) during a catheter dye study and so the catheter was replaced. The timeline of the cap issues was unknown. The patient¿s personal therapy manager and daily doses were decreased following the revision. The pump was infusing clonidine, bupivacaine, compounded baclofen, and dilaudid. Additional information has been requested, but was not available as of the date of this report]. Any additional information received will be reported under this manufacturer report number (#3004209178-2012-03619).

Manufacturer narrative:
Catheter model # 8596sc, serial # (B)(4), implanted on: (b)(6 2010. Catheter model # 8731, lot # b005720n22, implanted on: (B)(6) 2003, (B)(6), serial # (B)(4). (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).